Event description:
The iab wire was introduced into the patient's right femoral artery. The iab was fed over the wire and the wire was removed with no blood return noted. After attempting to remove the iab while keeping the introducer intact, the entire thing was removed and the iab was found to be partially unraveled.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.